Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device showed a red x and chirped. The patient involved was reported to not have experienced harm or adverse patient impact.